Event description:
Customer reported a malfunction with their pump, identified by code malf 24, without any notable events occurring beforehand. Pump's malfunction did not cause blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact. Customer was advised to switch to manual daily injections as backup therapy and received a replacement pump, along with instructions for returning the faulty device to tandem. Upon follow up pump was replaced in seperate case.